Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment crack. The device was returned to the manufacturer and investigated by product analysis on 04-jan-2018. On investigation, the battery compartment was confirmed to be cracked with moisture corrosion inside the battery compartment. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.